Event description:
It was reported that during a low anterior resection procedure, the jaw top came off and the electrode separated during firing. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the upper jaw detached and not returned. In addition, the cable was cut off. Upon visual inspection to the device no anomalies were found with the electrode and ceramic as reported in the event description. Due to the jaw was detached and the cable was cut off not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.